Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that noise and oversensing without pacing inhibition were observed on this patient's right atrial (ra) lead. The ra lead was surgically abandoned and replaced during a procedure to replace the patient's implantable cardioverter defibrillator (ICD) due to normal battery depletion. No additional adverse patient effects were reported.